Event description:
It was reported from (B)(6) by medical staff that a patient experienced single beeps at different levels of activity. The batteries were exchanged with no reported consequences or impact to the patient, from the facility stock. No additional information was provided. This is report 1 of 4.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of four reports (3007042319-2015-01195, 3007042319-2015-01196, 3007042319-2015-01197 and 3007042319-2015-01198) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery passed visual inspection but failed functional testing. The logs revealed that three premature battery switches occurred during recent use. Additionally, during the initial testing, there was an incidental finding indicating that the battery was out of calibration. This condition could have been caused during use by not allowing the battery to fully charge or discharge as revealed by the log files that were available for analysis. An internal investigation has been opened by the manufacturer under the corrective and preventative action process to address reports of premature battery switching. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. This is one of four reports (3007042319-2015-01195, 2015-01196, 2015-01197 and 2015-01198) submitted for devices related to the same event.